Event description:
It was reported that during preoperative preparation, the cs100 intra-aortic balloon pump (iabp) alarmed and checked the iab catheter. The catheter was normal, and the re-inflation alarm still existed. So the standby machine was replaced and used normally. There was no patient harm reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name (B)(6) hospital.due to character limitation in e1 for event site address, the full event site address is (B)(6).a supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The alarm checked the iab catheter before the machine was put on. The catheter was checked and was normal, so the standby machine was replaced. On-site inspection found that the machine had insufficient positive pressure, and it was recommended to replace the 5000h maintenance cover. The customer rejected the repair quotation. No other information is available. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated.